Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be field. No conclusions can be made at this time.

Event description:
The pt reported that they looked down and the screen was blank with no audible tones. She removed and re-inserted the battery and the pump powered on properly.